Event description:
Approximately 90 days after successful index procedure, the patient underwent a second target stenosis lesion re-intervention. The in-stent restenosis was treated with angioplasty and a stent placement.

Event description:
Approximately 90 days after successful index procedure, the patient underwent a second target stenosis lesion re-intervention. The in-stent restenosis was treated with angioplasty and a stent placement.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.